Event description:
The patient reported that 5 v-go devices fell off her body. The patient stated that on (B)(6) 2021 she had 2 v-go devices that fell off and on (B)(6) 2021, 2 v-go devices fell off as well. On today (B)(6) 2021, 1 v-go fell off her body in the shower. The patient did confirm that she is preparing the infusion site correctly by cleaning the area with an alcohol swab and letting the area dry. The patient discarded all v-go devices.